Event description:
It was reported that an ilet user new to the system experienced beeping and error messages, became anxious, removed the inset 23" infusion set, and observed a ¿dosing stopped¿ alert with the pump on the fill tubing process, resulting in approximately two hours without insulin delivery and a blood glucose of 189 mg/dl; troubleshooting included replacement of the infusion set and reconnection to the pump, and the device component involved was the tubing. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.